Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. An internal/external inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A simulated therapy was performed. Inspection of the door assembly showed that the piston foam was deteriorated. The cause of the failure to be the deteriorated piston foam. The device identified was scrapped. A CAPA currently exists to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.